Manufacturer narrative:
(B)(4). The product was returned and visual examination of the returned part shows signs of repeated use and missing ball bearings. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. This device is confirmed to have been a part of a previous investigation. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. The root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon checking in the tray to be returned in a medical office, noticed a ball bearing was missing from a shim. No patient was involved. No surgeon was involved.